Manufacturer narrative:
The product was not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "sports participation after shoulder replacement surgery¿ which assessed the outcome and ability of patients returning to sports after shoulder replacement surgery.one patient was identified in the article that underwent arthroscopic debridement procedures after the initial shoulder replacement procedure on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.